Event description:
The customer reported that while the unit was being hooked up to a pt, the nurse plugged in the ac power cord into the external power supply and she received a shock when the unit flashed emitting an ac arc. No serious injury was reported.